Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "received a phone call this morning from the cvor charge nurse stating that [the surgeon] has noticed a significant stenosis increase in patients implanted with the sg trunk patch and sg hemi-artery in arch, norwood, and reconstruction procedures." This report will focus on the synergraft pulmonary trunk patch; a separate report will be submitted and will focus on the synergraft hemi-artery.

Manufacturer narrative:
Additional information received, updated with date of event, updated with tests/laboratory data, updated with serial number, and updated with implant date.

Event description:
According to the report, "received a phone call this morning from the (B)(6) nurse stating that [the surgeon] has noticed a significant stenosis increase in patients implanted with the sg trunk patch and sg hemi-artery in arch, norwood, and reconstruction procedures." This report will focus on the synergraft pulmonary trunk patch; a separate report will be submitted and will focus on the synergraft hemi-artery.

Manufacturer narrative:
The norwood procedure is used to correct inadequate systemic blood flow in hypoplastic left heart syndrome. Since the left ventricle and aorta are markedly underdeveloped in this syndrome, the surgeon must reconstruct a "neoaorta" and direct blood outflow from the right ventricle into the aorta in order to establish adequate systemic blood supply. Cryopatch sg allografts are often used as augmentation patch grafts in the reconstruction of the aorta in the norwood procedure. Because of the abnormal anatomy, systemic blood flow must be provided by the right ventricle in this situation. Therefore the allograft is in fact being used for reconstruction of the right ventricular outflow tract consistent with the product's indications for use.

Event description:
According to the report, "received a phone call this morning from the cvor charge nurse stating that [the surgeon] has noticed a significant stenosis increase in patients implanted with the sg trunk patch and sg hemi-artery in arch, norwood, and reconstruction procedures." This report will focus on the synergraft pulmonary trunk patch; a separate report will be submitted and will focus on the synergraft hemi-artery.

Manufacturer narrative:
According to the report, "received a phone call this morning from the cvor charge nurse stating that [the surgeon] has noticed a significant stenosis increase in patients implanted with the sg trunk patch and sg hemi-artery in arch, norwood, and reconstruction procedures." This report will focus on the synergraft pulmonary trunk patch; a separate report will be submitted and will focus on the synergraft hemi-artery. Numerous attempts were made to seek additional information relating to, the number of patients having stenosis, what procedure was performed, age of the patients, any co-morbidities, associated sids, date of implant, when the stenosis was diagnosed and how, the dates of intervention, the current status of the patients, and if operative notes and imaging were available. On (B)(6) 2016 a response was received stating, "in (B)(6), the surgeon(s) began to notice a change in patient outcomes which required an intervention. Included are the dates and type of intervention(s) which were done for the patients. Unfortunately, I do not have access to any images, operative notes, etc." "Ptp: (B)(6) 2015, (tapvr, aoa repair) ((B)(6)) cath (B)(6) 2015 for ballooning of recurrent coarctation in distal arch." A review of the available information was performed. Allograft (B)(4) was not returned to cryolife, so no direct observation could be made. The allograft met release specifications. According to additional information received from the site, the (B)(6) old patient underwent surgery to correct tapvr and aoa repair on (B)(6) 2015, with a cryolife sg pulmonary trunk patch ((B)(6)). On (B)(6) 2015, the patient underwent a cardiac cath for "ballooning of recurrent coarctation in distal arch." Restenosis is a common complication after aortic coarctation repair in infants, with up to 23% reported in the literature. Common risk factors associated with restenosis include low birth weight and young age at time of initial repair have been reported in the literature. Limited information is available regarding preoperative patient demographics, operative notes, how the tissue was used, definition of "restenosis" according to the surgeon, etc. In addition, rates of restenosis at the complainant's institution were not provided. It is important to note that use of the cryopatch sg for left-sided procedures is considered off-label, as cryopatch is only indicated for use in repair of the right ventricular outflow tract. The root cause is unknown. The IFU provides the following instructions: "cryopatch sg is human biological tissue and, as such, presents considerable anatomical variation. Specific allograft attributes (representing normal biological variation) and donor-specific information are described in the allograft diagram and the certificate of assurance supplied with each allograft," and "indications: cryopatch sg is indicated for repair or reconstruction of the right ventricular outflow tract."

Event description:
According to the report, "received a phone call this morning from the cvor charge nurse stating that [the surgeon] has noticed a significant stenosis increase in patient's implanted with the sg trunk patch and sg hemi-artery in arch, norwood, and reconstruction procedures." This report will focus on the synergraft pulmonary trunk patch; a separate report will be submitted and will focus on the synergraft hemi-artery.